Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (she underwent hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d. Concurrent conditions included gerd, foot infection, hypertension, tingling, burning sensation, ear pain, itching, pain ankle, morbid obesity and acute blood loss anemia. Concomitant products included cyclobenzaprine, gabapentin, hydrochlorothiazide, hydroxyzine, ibuprofen, meloxicam, omeprazole, oxycodone, salbutamol sulfate (proair hfa) and trazodone. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition : depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: mood changes") and multiple allergies ("allergic or hypersensitivity reaction - type: allergies"). On (B)(6) 2018, the patient experienced nausea ("gastrointestinal or digestive system condition type: nausea") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, depression, anxiety, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, nausea, diarrhoea, abdominal pain and multiple allergies outcome was unknown. The reporter considered abdominal pain, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, multiple allergies, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records headache, abdominal pain, diarrhea, constipation, anxiety, nausea, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received. Concomitant medication and condition added. Events : hormonal changes describe: mood changes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: nausea and diarrhea, abdominal pain, allergic or hypersensitivity reaction, she did not undergo an essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d. Concurrent conditions included gerd, foot infection, hypertension, tingling, burning sensation, ear pain, itching, pain ankle, morbid obesity and acute blood loss anemia. Concomitant products included cyclobenzaprine, gabapentin, hydrochlorothiazide, hydroxyzine, ibuprofen, meloxicam, omeprazole, oxycodone, salbutamol sulfate (proair hfa) and trazodone. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition : depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: mood changes") and multiple allergies ("allergic or hypersensitivity reaction - type: allergies"). On (B)(6) 2018, the patient experienced nausea ("gastrointestinal or digestive system condition type: nausea") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she underwent hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, depression, anxiety, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, nausea, diarrhoea, abdominal pain, multiple allergies and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood altered, multiple allergies, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. She received treatment for pain, bleeding, and weight gain". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records headache, abdominal pain, diarrhea, constipation, anxiety, nausea, dysmenorrhea, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event "weight gain¿ was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (she underwent hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.